Manufacturer narrative:
The instructions for use (IFU) for the gore® tag® conformable thoracic stent graft with active control system states, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), embolism (micro and macro) with transient or permanent ischemia, concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgmr313110/(B)(4) (UDI: (B)(4)), tgmr373710/(B)(4), (UDI: (B)(4)). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient presented emergently and underwent an offlabel ¿snorkel, sandwich¿ procedure for treatment of a contained rupture of a zone 3 left subclavian artery thoracoabdominal aneurysm. Multiple gore® tag® conformable thoracic stent grafts with active control system were implanted along with multiple gore® viabahn expandable endoprostheses. The patient tolerated the procedure. On february 2, 2023, the physician reported to gore that on (B)(6) 2023, the patient had a delayed reaction for spinal chord ischemia and became paralyzed. The gore field sales associate (fsa) supporting the case conveyed that the patient presented in the middle of the night and it was noted he was on plavix and that was why no spinal drain had been placed prior to the procedure. As of the date of reporting the patient remains paralyzed.